Manufacturer narrative:
No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the navigation system became unresponsive. In trouble-shooting, re-booting the navigation system restored normal function for the remainder of the procedure. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction to reprocessed and reused and also sent report to FDA? Fields. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that although the software logs did not specifically indicate a specific cause of the unresponsive system, the symptom was consistent with an existing software investigation. This issue was documented in a medtronic navigation software anomaly tracking database.